Event description:
It was reported that the customer experienced issues with touchscreen responsiveness on the pump, with the screen being frozen and unable to be cleared with the button alarm. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.